Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed station was on critical override, also no nurses were unable to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in incident, it was found that no issues with the station. A technical support specialist checked the station and found no problems with the device. The system functioned as intended after the technical support specialist investigated the device.